Event description:
The nurse claims that during the procedure, the graft leaked a small amount of blood from the bifurcation area and at its end. There was no injury or complication to the pt. No intervention was required. In 4/2001, co learned the following: the duration of the leakage is unknown. The graft was left in. The leakage was stopped with fibrin glue. Although the entire graft (not the stitches) leaked, the quantity of blood lost through the walls of the graft was less than could be measured and was considered to be irrelevant by the physician. No transfusion was needed. The pt's life was not threatened by the event. The pt's post-operative condition was good. The pt is still fine today.